Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connection part was observed. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Two (2) photos were provided and reviewed as part of the device analysis. Photo one shows a hotline warming set next to its original packaging; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector and was observed to have a crack. One product was received with its original packaging, in used condition, and decontaminated. The product was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The proximal end female luer connector was observed to be cracked. To verify if the broken luer connector can create a leak, a leak test was performed. The product failed the leak test confirming the complaint. After reviewing the mitigations that are performed during the manufacturing process to detect leaks, the root cause is that the female luer connector became damaged after the product left the manufacturing facilities. A device history record (DHR) review showed no discrepancies or nonconformance's during the manufacturing of the reported lot number. No corrective actions were taken; however, this failure will continue to be monitored and take further actions accordingly.